Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced redness of the pocket, a pocket infection and a perforation by the right atrial (ra) lead. It was further reported that the ra lead exhibited high thresholds and a sharply fluctuating p-wave. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.